Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed ot the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Also, it was reported that the alarm history showed several alarms. No further information was provided.